Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected and the motor arm can't communicate with the main arm during basal delivery. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the pump will be replaced and he may continue to use it until the replacement arrives.